Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported on july 4th, they were on a boat and fell backwards and hit their ins on a rail. Pt said they went to the hospital a couple days later and they did x-rays and didn't see anything wrong. Pt said they didn't have any redness or swelling, but said their ins may have moved closer to their spine. Pt said since the fall, they had a lot of pain in that area since then. Pt was worried the battery was leaking, but they saw their primary healthcare provider (hcp) and they said most likely the ins moved and was hitting a nerve. Pt also spoke to a rep who was no longer with mdt and they said they would think it would be unlikely the ins had leaked as well. Pt said they had an appointment with dr. (B)(6) at (B)(6) in a week and a half to check on the ins, but pt was going to get a cat scan first. Pt mentioned they didn't use their ins that much anyways. The patient was redirected to their healthcare provider to further address the issue. Pss documented information given during the call. Redirected caller: patient's hcp pss provided nas number for hcp office to call if needed. Redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller inquired about accessing MRI mode as patient mentioned the system works, but the battery is getting low - meaning they see an icon of the battery on the programmer and it's saying it's getting low. Technical services (tss) walked caller through successfully activating MRI mode. Tss reviewed patient will see a message when ins hits eos and turns off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.